Event description:
A home pt's spouse contacted the baxter technical service center regarding a system error 2240 message that apeared on the display of the home pt's homechoice machine during dwell 3/3 of their automated peritoneal dialysis therapy. Reportedly, the home pt's spouse noted that the homechoice cassette was leaking during therapy. Baxter technical service center assisted the home pt in ending therapy early. Treatment was discontinued at that time. No pt injury or medical intervention was associated with this incident per the home pt.